Event description:
It was reported that the atrial lead exhibited oversensing. The lead was explanted and replaced.

Manufacturer narrative:
Final analysis found that the lead was returned in four pieces. Multiple abrasions were noted on the lead. The abrasions are consistent with that of exposure to friction with another implantable device.